Event description:
Patient reporte that during a prime, followed b changing the cartridge, the device emptied the entire cartridge inside the cartridge compartment. Patient did not report any physiological effects.